Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. According to the complainant the device will not be returned for investigation.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include both nausea and stomach pain. Upon removal of the pod the cannula was found to be dislodged from the pod infusion site, (abdomen). Once at the hospital the patient was treated with intravenous fluids. The patient was released from the hospital after 5 hours.